Event description:
Physician reported right side "explantation and replacement of new tissue expander (due to tissue expander being deflated" and use of tissue expander for more than 6 months. Device explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation and use error.

Event description:
Physician reported right side "explantation and replacement of new tissue expander (due to tissue expander being deflated" and use of tissue expander for more than 6 months. Device explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: h6, h11. Visual analysis: visual analysis of the photographs identified: it is not possible to determine the lot number or catalog number through the photos provided. Deflation-breast: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. Improper or incorrect procedure or method-breast: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.